Manufacturer narrative:
Product analysis: it was determined upon analysis of the external pulse generator (epg) that the blue wire on the output connector assembly was loose. The hanger assembly was broken. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)required repair, testing and calibration. The epg has been returned to service. No patient complications have been reported as a result of this event.